Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre sensor. The customer experienced symptoms of redness at the site and noted wound was "getting bigger" and had contact with a healthcare provider who prescribed unspecified oral antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based on the returned product. Sensor 3mh0067pdzw has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the sensor adhesive. The sensor sharp was not returned. No malfunction or product deficiency was identified. An extended investigation has also been performed for the updated serial number and there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrate the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre sensor. The customer experienced symptoms of redness at the site and noted wound was "getting bigger" and had contact with a healthcare provider who prescribed unspecified oral antibiotics. There was no report of death or permanent injury associated with this event.